Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump kept alarming no delivery constantly for a week. The customer had switched out the site numerous times and the issue persisted. The most recent alarm had occurred prior to calling. The customer's blood glucose was 357 mg/dl. Troubleshooting was performed, the customer was advised to disconnect at the quick release, perform a fixed prime, and insulin did not exit. Then the customer manually pushed insulin through the tubing with a reservoir plunger, insulin did exit. The customer performed another fixed prime on the insulin pump and insulin did exit. The customer was advised the alarm was caused by an infusion set and reservoir connection. The customer is not returning the reservoir for analysis.